Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. 510k: this report is for an unknown number of screws/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4). The plate and screws are reported to be broken. The implants will be removed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a medial opening wedge high tibial osteotomy for the knee osteoarthritis was performed with tomofix plate. About three months after the surgery, the tomofix tibial head plate was found to be broken. After several months since the breakage, the patient feels no pain. The hospital plans to remove the implant, preferably (B)(6) 2019 if union proceeds properly. Concomitant device reported: unknown screw (part #: unknown, lot #: unknown, quantity: 1). This complaint involves two (2) devices. This report is for unknown number of screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The initial complaint was reviewed and found not reportable. There is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of a device after it is released for distribution. There is no report of an adverse event involving this synthes device. It was further reported only the plate was broken. There was no malfunction associated with the screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of a device after it is released for distribution. There is no report of an adverse event involving this synthes device. It was further reported only the plate was broken. There was no malfunction associated with the screws.